Event description:
It is reported that the device was implanted in 2003. In 2007, the patient was evaluated for swelling in affected knee. Osteolysis was discovered through x-ray and bone scan. The device was revised on approx two months later.

Manufacturer narrative:
Evaluation summary: articular surface shows minimal wear and is in good condition over 4 years of use. X-rays were not available for review. It is possible that the patient had poor bone quality due to rheumatoid arthritis. Cause cannot be definitively determined, though poor bone quality due to rheumatoid arthritis could be a contributing factor for the problem. Evaluation: the articular surface exhibits minimal wear on the condyles and backside. Device history records indicate device manufactured to specification. Scanning electron microscopy analysis shows the wear damage on the articulating surface and backside surface. Energy dispersive spectroscopy analysis of the insert material showed a carbon (c) peak in the spectrum that is typical of uhmwpe.